Event description:
It was reported that during a procedure to treat a lesion in the distal right coronary artery with heavy tortuosity and heavy calcification, a 2.0x15 rx mini trek dilatation catheter was advanced with resistance and inflated; however, the balloon ruptured on the first inflation at 9 atmospheres. The 2.0x15 rx mini trek dilatation catheter was withdrawn with resistance from the patient's anatomy and a non-abbott balloon was advanced but could not cross the lesion. Reportedly, the procedure was abandoned. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The physical resistance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.